Event description:
It was reported that when the patient presented to the hospital after experiencing low heart rate and headache, no capture at high output and no sensing was observed on the rv lead. The lead was found to be dislodged. Lead was explanted and replaced without any difficulty. The patient was discharged from the hospital in stable condition.